Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
We have not received the complete instrument for investigation. The tc-insert that broke out was not provided, so we have examined the remaining instrument. We have tested the instrument without any result that can conclude a material or production issue. The microscopic examination of the break line showed an impeccable conjunction of the tc-material with copper, which indicates a flawless soldered connection. We have checked the respective device history record (DHR) and other instruments of the same batch regarding breakage or material problems without any findings. We come to the conclusion that the instrument has been facing excessive stress which results to the breakage of the tc-insert.